Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use instructs: ¿use the introducer tool provided to pass the loaded rx delivery catheter and barewire filter delivery wire through the hemostasis valve of the guide catheter or sheath¿. In this case, the user is aware of the inadvertent placement of the introducer tool resulting in separation; therefore, a letter will not be requested. In this case, based on the reported information, the tip separation appears to be due to inadvertent use error. It was reported that the device was advanced without the use of the introducer tool. It is likely that the tip interacted with the hemostasis valve causing the tip to separate during insertion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a lesion in the right internal carotid artery. The emboshield nav 6 embolic protection system (eps) was prepared successfully and advanced without resistance but without the use of the introducer tool. The tip was noted to be missing upon fluoroscopy and removed all together as a unit. Once outside the anatomy, the tip of the wire came out when back bleeding the catheter and no intervention was performed. The procedure was completed without the use of a filter. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.